Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm during a bolus. Subsequently, the customer found that the alarm had prevented the full bolus from being delivered. Reportedly, 5.2 units of a 5.56 unit bolus was delivered. The customer¿s blood glucose ranged between 137-154(mg/dl). Although requested, the customer declined to upload the pump data logs to investigate the issue further. The customer declined additional troubleshooting and continued to use the pump for insulin therapy.